Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The round part of the head on the toothbrush had become detached in his mouth; brush head snapping off [device breakage]; no adverse event [no adverse event]. Case description: a mother reported via social media on (B)(6) 2016 that part of the oral-b brushhead, version unknown became detached while her son was brushing his teeth, but he did not choke. She reported her son had autism and a sensory processing disorder, and was refusing to brush his teeth again. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On (B)(6) 2016 follow-up via e-mail: the mother reported that while her son, age unspecified, used an oral-b power battery toothbrush handle stages on an unspecified date, the round part of the oral-b brushhead, version unknown became detached in his mouth. She stated she knew her son only brushes his teeth lightly due to his sensory issues, so this would not warrant the brush head snapping off. The toothbrush had been purchased a few weeks ago. No symptoms developed.